Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: 6x40 everflex self-expanding stent was used (along with 2 in.pact admiral drug-eluting balloons) during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted on (B)(6) 2013 by a persistent residual stenosis in the right mid and distal sfa. During the index procedure, two in.pact admiral drug-eluting balloons and one 6x40 everflex pta balloon were used successfully. It was reported that approximately 4 months post index procedure, the patient complained of slight tingling in both legs (nov 2013), no treatment was given. Approximately 31 months post procedure, the patient suffered a restenosis of the right distal sfa ((B)(6) 2016). After diagnostic procedure, the patient was treated with lithoplasty, date of resolution ((B)(6) 2018).